Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. Clinical reason being mentioned as posterior healing of iol (intraocular lens) with hyperopic shift. The iol was explanted and exchanged for an unknown atiol (advanced technology intraocular lens) in the secondary implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received, and it states that the patient experienced dysphotopsia.